Manufacturer narrative:
The device is expected to be evaluated; however, at the time of this report, the device has not been returned. A supplemental report will be submitted to communicate the results of the complaint investigation results.

Event description:
It was reported that after being used for six hours, the hrs displayed a yellow light, error message ¿hrs error¿ was observed and there were no patient values provided anymore. The hrs was recalibrated but the sv (stroke volume) was twice as high as it was before the incident. The sv displayed initially was 60-70 ml/beat and then increased to 160 ml/beat. There were no error messages observed when the sv was twice as high as it was before the incident. The patient was not treated based on the perceived inaccurate values. No patient compromise was reported. No other system-related devices were reported as suspect. No patient demographics were able to be obtained.

Manufacturer narrative:
The review of the device history record supports that there were no non-conformances noted for any reason and met all specifications upon distribution.

Manufacturer narrative:
Examination of the returned hrs confirmed the customer¿s complaint. When the hrs was connected to a mockup clearsight system, the hrs pre zero value was -26 mm hg and fault message ¿hrs out of range¿ appeared when trying to zero. The sensor does respond to differences in bladder sensor height and failed the ft2 static before calibration. No physical damage was observed in the visual inspection, no oil leakage was found and no damage was found when the cable was x-rayed. The failure of the hrs was determined to be due to user handling. Pressure readings should correlate with the patient¿s clinical manifestations. Issues such as poor finger perfusion, improperly applied finger cuff, incorrectly sized finger cuff, improper application of the hrs or failing to zero the hrs sensor may lead to inaccurate hemodynamic measurements. The operators manual instructs the use on these above stated factors that can lead to inaccurate values. It is unknown whether procedural processes or a specific circumstance played a role in the customer¿s experience, as the fault could not be replicated and no other issues were detected. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.